Event description:
It was reported that eight years ago this system exhibited high impedance. It was determined that the electrode was damaged and the system was subsequently deactivated. The healthcare provider was unable to provide any additional details. No additional adverse events.